Event description:
Surgeon performed surgery, consisting of direct, lateral, and axial lumbar interbody fusions from l4-l5 and l5-s1 using rhbmp-2acs. Since the surgery, patient has suffered constant pain that has forced her to leave her job. Patient can neither sit nor stand for any significant period of time without suffering from increased pain. She is now dependent on either a cane or a wheel chair to achieve even a small measure of mobility, and is unable to perform many of her customary daily activities.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.